Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl. Customer's blood glucose level was 88 mg/dl at the time of reporting. Customer reported issue with infusion set. Customer stated that they were unable to deliver insulin after removing infusion set. Customer was using insulin pump within 48 hours of reported event. Device will not be returned for analysis.